Event description:
It was reported that the customer received a low battery alarm. Troubleshooting occured, and it was determined that the insulin pump had a mission o ring on the reservoir and the battery compartment. No additional information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked reservoir tube lip and a missing battery cap o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.